Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2023-05371. It was reported that the patient's lead had migrated. Surgical intervention was undertaken, and the lead was explanted and replaced with a paddle lead.